Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) powered up to an error message. Technical support (ts) discussed with the biomedical engineer how to clear the error and potential reasons it occurs. The biomedical engineer could not duplicate the error message. The epg was restored to service. There was no patient involvement.